Manufacturer narrative:
D6.b explant dated was added. The investigation ventricular tachycardia/atrial fibrillation has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia/atrial fibrillation was not determined. B.7 revised as information was inadvertently omitted from the initial manufacturer device report 1220648-2024-12736 submitted. B.5 revised as information was inadvertently omitted from the initial manufacturer device report 1220648-2024-12736 submitted. H.6 code 4611 and 4755 were reported incorrectly on the initial manufacturer device report 1220648-2024-12736 submitted. New codes were added. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted initial manufacturer device report number 1220648-2024-12736 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The supraventricular tachycardia was treated by pump repositioning.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump placed to support a stemi (st elevation myocardial infarction) patient who needed care escalated from the iabp (intra-aortic balloon pump) . The 5.5 pump was alleged to be the cause of svt (supraventricular tachycardia).

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿